Event description:
This report is being filed upon notification from our MFR in (B)(6) of an event that happened in (B)(6). Problem: during an x-ray examination the x-ray tube came loose and fell down to the floor. The tube fell about 15 cm onto the floor. No one was hurt.

Manufacturer narrative:
(B)(4): the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.